Manufacturer narrative:
Further review of this event found that there was not a death or serious injury associated with this event. This event would not likely lead to a death or serious injury if it were to recur.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference report 3012447612-2017-00203.

Event description:
It was reported that two drivers were found starting to wear. There was no surgical impact reported as a result of this issue. This is report one of two for this event.

Manufacturer narrative:
The returned driver was evaluated. The corners of the hex tip have worn from repeated uses. However, a functional check using mating devices found the driver to operate as expected. There were no manufacturing issues detected which would have contributed to this event. The labeling was reviewed and was found to contain sufficient instructions for usage.